Event description:
As a result of a recent increase of pseudomonas in patients who had undergone bronchoscopies the hospital cultured its olympus bf-160 bronchoscope. The culture reportedly grew pseudomonas. The bronchoscope had been processed in the steris system 1. The hospital was concerned about possible patient contamination given the positive culture.